Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range of over 200 ohms. Lead vector change was considered and technical services (ts) agreed, however, ts suggested a defibrillation threshold (dft) test as well. No noise was noted, pacing impedance and capture thresholds were adequate. Further information was received indicating the shock vector configuration was changed and it was not known if the dft will actually be performed. This rv lead remains in service and no adverse patient effects were reported.